Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that rubber is flaking in tubes and affecting results with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. This occurred on 2 separate occasions after use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: constituents of rubber are leaking into tubes and this is affecting data. Additionally, on 2020-06-17 the bd sales consultant provided the following additional information: what test results are affected? ¿ inspection items are: pt, aptt, fibrinogen. What is the result? June 4th minutes all items on the left are abnormal (extended) june 7th: pt is extended to 18 (4 to 5 seconds) june 8th: fibrinogen is not detected (date is written in blood collection tube with red pen). How did you judge that the rubber component leaked and affected the data? It seems that the possibility is suspected because the rubber may crack. How many samples have abnormal test values? Is it correct that there are two 0009476 and one 9344848? There is no doubt. 10 blood samples of the same lot were tested and verified in the inspection department, but no abnormalities were found. Are all blood collection tubes collected in these lots affected? Or is it a limited blood collection tube? Limited number and limited department/time zone. (All ER samples occur during night shift). Is the blood collection tube filled in a specified amount? It is satisfied. How many times do you fall and mix? In the manual, it is set as 3 to 5 times. (Because it is in another department, I have not seen the actual number of times). How to collect blood? ¿ straight needle, syringe, wing set, line, etc. Collect blood with a syringe from the line and then dispense. What is the order of blood collection? It is the second blood collection manual. (I have not seen the actual order because it is another department). Centrifuge type used (swing or fixed rotor) kubota4000 series. How fast and how long? 2000g/10min. How long does it take to be tested after blood collection? ¿in the case of ER, it is basically carried immediately. How are blood collection tubes transported? The ER on the 1st floor and the inspection room on the 2nd floor are located at the top and bottom, and are transported by a small elevator. Additionally, on 2020-06-18 the bd sales consultant provided the following additional information: they cannot see any pieces of stopper in the blood of the tube.

Manufacturer narrative:
H6: investigation summary: samples were received but were not used for the investigation. 9 photos were provided for the investigation. In addition, retention samples from the same lot number were tested as part of this investigation. 5 production lot in-house retention samples were sent to the chemistry lab for testing with all samples meeting specification requirements. The customer photos were evaluated, no pieces of stopper were seen in the tubes. The device history records were reviewed with no issues being found. There were no related quality notifications. All process and final inspections comply with specification requirements. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results) because the defect was not evident in the testing of the customer lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. This complaint is not confirmed for erroneous results. A complaint history review indicated this is the 1st complaint received for the reported defect on this lot number. A discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. As noted in our instructions for use (IFU), the overfilling or under filling of tubes will result in an incorrect blood-to-additive ratio and can lead to incorrect analytic results or poor product performance. If the specimen is drawn with a syringe, it is important not to over fill the bd vacutainer® citrate tube. Allow the tube to draw the blood from the syringe using a bd vacutainer® blood transfer device if available. Do not force blood into tube. Do not fill tubes from other tubes or combine two partially filled citrate tubes. Complete and adequate mixing is required immediately after phlebotomy to prevent clotting. Inadequate number of inversions (as stated in IFU) after phlebotomy will not allow proper mixing of blood and anticoagulant. In addition, following the proper order of draw is essential. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes.

Event description:
It was reported that rubber is flaking in tubes and affecting results with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m. This occurred on 2 separate occasions after use, however, the patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: constituents of rubber are leaking into tubes and this is affecting data. Additionally, on 2020-06-17 the bd sales consultant provided the following additional information: what test results are affected? Inspection items are pt, aptt, fibrinogen. What is the result? June 4th minutes all items on the left are abnormal (extended) june 7th: pt is extended to 18 (4 to 5 seconds) june 8th: fibrinogen is not detected (date is written in blood collection tube with red pen) how did you judge that the rubber component leaked and affected the data? It seems that the possibility is suspected because the rubber may crack. How many samples have abnormal test values? Is it correct that there are two (B)(6) and one (B)(6)? There is no doubt. 10 blood samples of the same lot were tested and verified in the inspection department, but no abnormalities were found. Are all blood collection tubes collected in these lots affected? Or is it a limited blood collection tube? Limited number and limited department/time zone. (All ER samples occur during night shift). Is the blood collection tube filled in a specified amount? It is satisfied. How many times do you fall and mix? In the manual, it is set as 3 to 5 times. (Because it is in another department, I have not seen the actual number of times) how to collect blood? ¿ straight needle, syringe, wing set, line, etc. Collect blood with a syringe from the line and then dispense. What is the order of blood collection? It is the second blood collection manual. (I have not seen the actual order because it is another department). Centrifuge type used (swing or fixed rotor) kubota4000 series. How fast and how long? 2000g/10min. How long does it take to be tested after blood collection? In the case of ER, it is basically carried immediately. How are blood collection tubes transported? The ER on the 1st floor and the inspection room on the 2nd floor are located at the top and bottom, and are transported by a small elevator. Additionally, on 2020-06-18 the bd sales consultant provided the following additional information: they cannot see any pieces of stopper in the blood of the tube.